Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-infused while on a pt. The pump was set to infused vancomycin at unk pump settings. It was reported that the bag was "empty after 15-20 minutes." No further info was provided. It was also reported that there was no pt injury. During further correspondence with the facility, it was reported that the pump was operating within specification since the event, and would not be returned for eval.